Event description:
Tubing separated from male luer fitting when the nurse was changing dressing. No loss of fluid and tubing replaced. The patient experienced no adverse outcome.

Manufacturer narrative:
Three pieces of the malfunctioning lot was returned for testing. One piece was a malfunctioning sample two other were unused devices. The unused devices were pull tested with an automatic tester, and all results were within specification. A review of the failed device indicated that the root cause of this nonconformity was due to human error in the application of the solvent bonding solution. The corrective action for this malfunction will be awareness training for all operators involved in the assembly process. Also, the manufacturing staff has been informed to be vigilant to avoid this type discrepancy in the future.